Event description:
Per the clinic, the patient developed an infection at abutment site and subsequently was treated with oral antibiotics for 10 days (specific date not reported) and topical antibiotics for a week (specific date not reported). It was also reported that the abutment was replaced to a longer one. Additional information has been requested but it has not been made available as of the date of this report.